Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired at 17,596 joules. Also, it was reported that there was no info as to the pt outcome. The device was not returned for eval.